Event description:
Since having the essure procedure done I have experienced severe pain and extremely heavy periods. I also get strange, itchy rashes on my abdominal area that no one has been able to figure out. Have discussed my problems with the doctor who implanted the coils and he refuses to listen to my concerns and has told me my only options are to deal with it, go on birth control pills, have an iud put in, or a hysterectomy. He won't even look into why I'm having the problems that I'm having.